Manufacturer narrative:
The product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. This report was mailed to the FDA on:12/17/2007. Additional info has been requested.

Event description:
Following bilateral intraocular lens (iol) implant surgery, a consumer reports severe halos and concentric rings around lights and glare in bright sunlight. In a follow-up with the consumer, he reports vision in his left eye is good but blurred at a distance and vision in his right eye is "terrific". Additional info has been requested. There are two MDR's associated with this event. Right eye: MDR# 1119421-2007-00547, left eye: MDR# 1119421-2007-00548.